Event description:
Lasik surgery to correct vision caused very severe scratches to the cornea, which needed daily supervision by pt's physician including office visits on saturday and sunday. Physician told pt that these events are not reported to the FDA and not monitored by anyone. Expectation is for full recovery after six weeks. Currently distance vision has improved but pt can no longer see clearly close-up.